Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On december 20th, 2021, the reporter provided additional information. The pump shutdown, due to normal battery depletion. At the time of the battery depleting, the customer received the appropriate low power alerts and alarms. The additional information provided confirmed, that this event is not reportable, as the pump functioned as intended. And the pump safety feature, which alarms the customer when the battery power decreases below 20% performed as intended. With the inclusion of the additional information, this event does not meet MDR requirements as defined by 21 cfr 803.